Event description:
The peritoneal dialysis (pd) registered nurse (pdrn) reported to fresenius that this patient was experiencing draining slowly during treatment on the liberty select cycler. The patient went to the hospital due to fill and drain issues and had a kidney, ureter, bladder (kub) scan to evaluate the pd catheter (not a fresenius product). The catheter was noted to be in the correct position. The patient was not constipated. Additional information was obtained through follow-up with the pdrn. The patient went to the hospital on (B)(6) 2026 due to a swollen abdomen. The patient was having slow fills and drains during treatment on the liberty select cycler. The patient was admitted to the hospital and assessed. The patient was drained during the hospitalization. No issues were found with the pd catheter. The patient was discharged on (B)(6) 2026. The patient received the replacement cycler, however; the patient reported the same issue to the pdrn. The patient states they fill with 2300ml and is not getting 2300ml out. The pdrn tried to explain that the exact amount will vary in each cycle and sometimes more than 2300ml will drain and sometimes less than 2300ml will drain. The patient was scheduled to be seen in the clinic on (B)(6) 2026. The pdrn will go over this again with the patient then. The pdrn will extend the patient¿s dwell time to one hour and 30 minutes to see if that will help the patient drain more. The pdrn confirmed this issue is not positional related. The patient is not constipated. The problem is not the pd catheter. The patient has no issue draining during manuals. The pdrn reviewed the patient¿s treatment data. The last treatment the pdrn could view is from (B)(6) 2025. There were no issues on the 11th or 12th with the patient¿s treatment. No further information was provided related to this event.

Manufacturer narrative:
Clinical review: there is a temporal and possible causal or contributory relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient event of swollen abdomen with hospitalization due to not draining. However, there is no documentation of any malfunction of the cycler prior to the patient¿s hospitalization. The cycler alerted the patient to drain complications as designed. The pdrn explained that the patient expects the exact fill amount to be the exact drain amount in treatments. The treatment records for the dates prior to the hospitalization were not available for the pdrn to review. It is unclear if the patient is understanding their pd treatment and if the patient if there is a patient error for the drain issue to occur. The patient had not reported the issue to technical support prior to this event. The patient received a replacement cycler and is still experiencing the same issue. The patient¿s dwell time was being increased to see if that helped the patient drain better. Based on the available information, the cause of the patient¿s drain issues leading to a swollen abdomen and hospitalization cannot be determined. Therefore, the liberty select cycler cannot be excluded as causing or contributing to the adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.